Event description:
MRI tubing was connected to propofol drip prior to start of shift. Found propofol leaking from MRI tubing at connection. Changed to new MRI tubing. When the patient was in MRI, the tubing began to leak again. Tubing was bagged and labeled as to where it was leaking.======================manufacturer response for continuum mr infusion system standard administration kit, medrad (per site reporter).======================during the investigation of the device, the radiology manager told me that this device was on a recall in 2012. The letter got sent to him from the manufacturer. I got a copy of the letter and it did not include lot numbers. I asked the manufacturer to send me the lot numbers. It took me about three different emails to get them. They sent them to me after I guessed on some existing product that we had here and sent them those lot numbers. Then they sent me the list. What was the original intended procedure?to use MRI tubing to be able to sedate pt during procedure.device #1is this a laboratory device or laboratory test?no.